Event description:
It was reported that tracking accuracy was lost during a sinus surgery; as a result, navigation was aborted after an unsuccessful attempt to re-register the patient. No adverse event was associated with the device; however, there was a sixty minute procedure delay as a result of the event.

Manufacturer narrative:
The device was received for evaluation; additional information will be submitted once the quality investigation is completed.